Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2021-01217, 0001825034-2021-01218, 0001825034-2021-01219, 0001825034-2021-01220, 0001825034-2021-01221, 0001825034-2021-01222, 0001825034-2021-01223, 0001825034-2021-01225, 0001825034-2021-01226. Concomitant medical products: oss reinforced yoke, item# 150493, lot# 211420. Oss tibial poly bearing 20mm, item# 150414, lot# 237060. Oss poly lock pin, item# 150478, lot# 348850. Oss non-mod tib plate short 67, item# 150417, lot# 203610. Oss 7cm segmental femoral rt, item# 150354, lot# 756200. Oss poly tibial bushing, item# 150476, lot# 460720. Oss poly femoral bushings, item# 150477, lot# 370100. Oss reinforced yoke, item# 150493, lot# 658130. Oss tibial poly bearing 22mm, item# 150415, lot# 382120. Oss 3cm ellip diaphyseal seg, item# 150461, lot# 150610. Oss cemented im stem 15mmx90mm, item# 150363, lot# 810360. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately two months¿ post implantation due to wound healing problems that disengaged his hinged femur from his right tibial component. This was a result of having had a distal femoral replacement with absence of collateral ligaments causing the femur to disengage from the tibia when the knee became flexed. Attempts to obtain additional information have been made; however, no more information is available.